Event description:
It was reported that a patient death occurred. Around five hours post procedure, the patient had been discharged from the hospital and was on his way home from the farapulse procedure to treat his persistent atrial fibrillation. He had been discharged after four hours of bedrest following the completion of the procedure. At that time, the patient went into cardiac arrest. He was taken to the emergency department of the hospital where his procedure was performed and brought to the cath lab. A heart catheterization was completed with no intervention performed. He was moved to the intensive care unit (ICU) in a stable condition. Two hours later he had a cardiac arrest again and was returned to the cath lab. They performed a heart catheterization and placed four stents and a non-boston scientific heart pump device. The next day, the patient was returned to the cath lab in a stable condition and the heart pump device was removed. The patient is currently still in the ICU, intubated, and responsive. The patient pre-existing conditions list includes persistent atrial fibrillation, bradycardia tachycardia syndrome, primary hypertension, and coronary artery disease (cad). The persistent atrial fibrillation was effectively treated through the farapulse procedure. It was further reported that the patient has been extubated and was doing well with an ejection fraction (ef) of 50 percent. They have not been discharged from the hospital. It was further the reported that the patient died on (B)(6) 2026 due to pulseless electrical activity (pea). An autopsy was not performed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient death occurred. Around five hours post procedure, the patient had been discharged from the hospital and was on his way home from the farapulse procedure to treat his persistent atrial fibrillation. He had been discharged after four hours of bedrest following the completion of the procedure. At that time, the patient went into cardiac arrest. He was taken to the emergency department of the hospital where his procedure was performed and brought to the cath lab. A heart catheterization was completed with no intervention performed. He was moved to the intensive care unit (ICU) in a stable condition. Two hours later he had a cardiac arrest again and was returned to the cath lab. They performed a heart catheterization and placed four stents and a non-boston scientific heart pump device. The next day, the patient was returned to the cath lab in a stable condition and the heart pump device was removed. The patient is currently still in the ICU, intubated, and responsive. The patient pre-existing conditions list includes persistent atrial fibrillation, bradycardia tachycardia syndrome, primary hypertension, and coronary artery disease (cad). The persistent atrial fibrillation was effectively treated through the farapulse procedure. It was further reported that the patient has been extubated and was doing well with an ejection fraction (ef) of 50 percent. They have not been discharged from the hospital. It was further the reported that the patient died on (B)(6) 2026 due to pulseless electrical activity (pea). An autopsy was not performed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Based on the investigation the ar code "cardiac arrest" was unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the farawave device confirmed that the event of cardiac arrest and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned the investigation conclusion code of 'cause not established' code was selected based on the information provided within the event description. While the patient experienced cardiac arrest within several hours following the procedure and later died due to pulseless electrical activity (pea), no specific procedural complication, device-related issue, or definitive underlying mechanism was identified to explain the event sequence. The patient had significant pre-existing cardiovascular disease, including coronary artery disease and bradycardia tachycardia syndrome, which may have contributed to the clinical course; however, based on the available information, a definitive cause cannot be determined. There is no evidence of device malfunction or unintended device performance.